Event description:
On (B)(6) 2011, the surgeon performed an ifuse si joint arthrodesis on the patient placing three implants. On (B)(6) 2011, the surgeon performed a second surgery where he added one additional implant to the previous three implants.

Manufacturer narrative:
This event was discovered during a routine review of the company sales data and has not been reported previously. Based on the information provided, review of surgeon training didactic, IFU and fmea, the most probable root cause could not be determined. Part numbers of implants from initial surgery on (B)(6) 2011: ifuse implant, p/n 7030-90, lot# 109939257, expires 2017-10; ifuse implant, p/n 7040-90, lot# 10008, manufactured 07/26/10, expires 2013-08; ifuse implant, p/n 7050-90, lot# 118949718, expires 2016-11.